Manufacturer narrative:
The insulin pump alarmed software error after battery installation due to a software error. They were unable to test operating currents due to the software error alarm. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with a cracked case at the display window corners and a corroded battery tube.

Event description:
It was reported that the customer kept receiving a low battery alert every time he changes the battery. Customer tried brand new packages but the customer still receiving a low battery alert immediately after inserting the batteries. Customer was advised to revert to his manual back-up plan. Customer was also advised that the insulin pump will be replaced.